Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Physician reported right side "pain and uncomfortable." The device has been explanted.

Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "pain and uncomfortable." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, yellow particles on the shell, crease fold, one opening curved on the posterior and underweight. A microscopic analysis was performed which identified, one opening crease sharp on the posterior and non-penetrating nick. Based on the device analysis the final assessment is: a sharp crease opening on the posterior due to fold flaw opening.

Event description:
Physician reported right side "pain and uncomfortable." The device has been explanted.